Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/october/2017. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a broken sharp in the posterior side assessed as unidentified (tear) opening and missing piece of the shell assessed as to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown, and rupture. The device has been explanted.